Event description:
I was opening a bio true one day contact lens from the foil case and cut my finger on the sharp edge. The tip of my right middle finger was cut deep. It was extremely painful. I had to apply pressure for about an hour to get the bleeding to stop. I have a constant throbbing pain in my finger from the injury. FDA safety report ID# (B)(4).